Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to an unspecified treatment procedure, foreign material was identified. Upon opening the package of a 5f impulse guide catheter, "a bug flew out of it". The device was not used. The procedure was completed with another impulse guide catheter. There were no issues noted with the seal of the package or the contents of the pouch. As there was no patient contact, no patient complications occurred.